Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis in good condition. Inspected the pump and pump was not able to power-up. Therefore, the customer's stated problem of no power was duplicated. After further investigation of the pump, determined that the software was corrupted. The failure mode was determined to be corrupted software. The root cause of the failure is unknown.

Event description:
It was reported that a cadd® cadd-prizm® vip system experienced no power. There was no reported patient involvement.